Event description:
It was reported that stent damage occurred. Vascular access was obtained under local anesthesia via left femoral artery. The 80-90% stenosed, 30-33mmx2.75mm, de novo, eccentric, with a >45 and <90 degree bend target lesion was located in the moderately calcified and moderately tortuous mid left circumflex (lcx) extending to first obtuse marginal (om1). After a 7f 3.5mm non bsc guide catheter was engaged via left coronary artery and a 014 non-bsc guide wire was crossed in lcx, a 2x10mm non-bsc balloon catheter was advanced with difficulty. Another 014 non-bsc guide wire was crossed in the om1 and buddy wire technique was applied. The physician then advanced another 2.5x10mm non-bsc balloon catheter and was inflated at 6 atmospheres. Subsequently, a 2.50x38mm promus element ¿ long was advanced to treat the lesion, however, resistance was encountered and the device was unable to cross the om1. The physician retracted the stent and it was noted that the stent struts were partially lifted. The device was removed and additional dilation was performed with a 2.5x12mm non-bsc balloon catheter at 12 atmospheres, followed by placement of a 2.5 x30mm and 2.75x15mm non-bsc stent in an overlapping manner. The procedure was completed with post dilation of a 2.75x8mm non-bsc balloon catheter, with good results. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the 2 most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained under local anesthesia via left femoral artery. The 80-90% stenosed, 30-33mmx2.75mm, de novo, eccentric, with a >45 and <90 degree bend target lesion was located in the moderately calcified and moderately tortuous mid left circumflex (lcx) extending to first obtuse marginal (om1). After a 7f 3.5mm non bsc guide catheter was engaged via left coronary artery and a 014 non-bsc guide wire was crossed in lcx, a 2x10mm non-bsc balloon catheter was advanced with difficulty. Another 014 non-bsc guide wire was crossed in the om1 and buddy wire technique was applied. The physician then advanced another 2.5x10mm non-bsc balloon catheter and was inflated at 6 atmospheres. Subsequently, a 2.50x38mm promus element ¿ long was advanced to treat the lesion, however, resistance was encountered and the device was unable to cross the om1. The physician retracted the stent and it was noted that the stent struts were partially lifted. The device was removed and additional dilation was performed with a 2.5x12mm non-bsc balloon catheter at 12 atmospheres, followed by placement of a 2.5 x30mm and 2.75x15mm non-bsc stent in an overlapping manner. The procedure was completed with post dilation of a 2.75x8mm non-bsc balloon catheter, with good results. No patient complications were reported and the patient's status was stable.